Event description:
It was reported that the asymptomatic patient presented to the clinic for follow-up. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were made. The patient was stable before, during, and after the device interrogation and will continue to be monitored.